Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf192) related to power to sensor board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs could not confirm the reported sf192. Review of the device data logs confirmed the reported device failed to complete its internal self-test. Visual inspection revealed an issue with the pneumatic block connection. Based on all available evidence, the investigation determined that the reported device failed to complete its internal self-test was due to disconnection within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation was unable to confirmed the complaint. During evaluation, an error (system fault 121) related to the expiratory valve presence check was identified. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.